Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration results from (B)(6) 2024 and (B)(6) 2024 were acceptable. The qc recoveries were within the +/-2 standard deviation range. The alarm trace did not contain a conspicuous event. The investigation is ongoing.

Event description:
There was an allegation of questionable ggt-2 ¿-glutamyltransferase ver.2 standardized against ifcc / szasz results for 1 patient sample on a cobas 6000 c501 module. The initial ggt-2 result was 4 u/l. The sample was repeated and the result was 26 u/l. The repeat result was deemed correct.

Manufacturer narrative:
The alarm trace showed several sample short and abnormal probe sucking alarms. It was found that the customer does not clean the analyzer sample and reagent probes daily as instructed in the operator's manual. Based on the calibration and qc data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with pre-analytical sample handling issues. The investigation did not identify a product problem.